Event description:
It was reported that the pt underwent a minimally invasive posterior fusion. An unk time post-op, the pt was diagnosed with a non-union at the fusion site. The pt underwent a revision surgery for the non-union. During the revision surgery, the shaft of one bone screw was found to have detached from the head of the screw.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Eval of the returned device found the head of the multi-axial screw was pulled out from the ball joint. No pre-existing defect was found at the location of the separation. This type of damage is consistent with an excessive pressing load of the ball against the lower ring of the joint. With the info available, the origin of the over-loading has not been determined.